Manufacturer narrative:
The reason for this revision surgery was a bone graft failure. The length of the in-vivo service was 3.6 months. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. Disability or permanent damage was indicated. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The patient fell causing a bone graft incorporated into the baseplate fixation at the first surgery to fail. The patient was noted to have substantial anterior glenoid erosion during the first surgery. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient was noted to have substantial anterior glenoid erosion on the first surgery. A bone graft was incorporated into the baseplate fixation, but failed following a fall.